Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for interrogation, multiple short right ventricular lead noise episodes were observed. Lead replacement was discussed and the patient is currently stable.